Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis found the primary failure of scratch marks /abrasions instrument tube extension to be related to the customer reported complaint. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.80 mm x 5.35 mm. There was not any material missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's distal insulation was torn, was determined intraoperatively. The procedure was completed with no reported injury.